Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: long dilator, sheath, introducer, and filter returned together with the lids from the tray. The red locking mechanism is slightly loosened. The grasping hook could not be advanced, but after cutting the introducer the hook was removed and investigation found it according to specifications and it nicely grasped the filter hook. Based on these findings the exact reason for the early filter detachment cannot be determined, but the release mechanism may have been inadvertently pushed after slightly loosening the safety. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement from right jugular vein was performed. The anatomy of the patient was normal and there were no problematic tortuosities. After the complaint device was reached the target site, the sheath was pulled back till the filter became completely free of the sheath in the vessel. However, at that time, the filter detached from the introducer all of a sudden although metal knob was not pushed. The unintendedly deployed filter was retrieved out of the body with retrieval set and re-insertion of it into the sheath system was tried, but as it could not be inserted well, it was replaced with another gunther and the procedure was completed. Patient outcome: no information provided.